Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the 'ok' button is intermittently responsive. The reporter indicated that insulin delivery is not disrupted and no functions are hindered, it is just difficult to elicit a response on the first button press. This report is being made because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
(B)(4):the keypad was fully intact without peeling or visible damage; however, the audio bolus button was torn. The up arrow, down arrow and contrast keypad buttons responded appropriately when pressed. The ok keypad button had intermittent response when pressed. All of the keypad buttons had normal spring back or click. The keypad was removed for investigation and revealed evidence of contamination under all the contact buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.